Event description:
It was reported by service report that the bed lockouts are engaged, but the footboard is blank, so it can't unlock. There was patient involvement, however, no adverse consequences are reported.